Event description:
It was reported that during implant the right atrial (ra) lead exhibited noise interference making it impossible to measure the amplitude. Even after screwing in, the issue did not improve, and repeated screwing in and out did not resolve the problem. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: electrical testing found the continuity was complete in the distal conductor. Electrical testing found the continuity was complete in the proximal conductor. The full lead was returned. The full lead was returned for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.